Manufacturer narrative:
Investigation results: the saw was received for investigation. During testing of this unit no oily-like residue leaked from the handpiece. A visual examination found a grease like substance around oscillating head rim/edge. Additionally, this user reported another event with a unit on loan to the facility. This handpiece was sent out to a third party lab for analysis along with a sample of chevron sri-2 lubricant used in the manufacture of this product. The lab analysis indicates that the residue removed from the oscillating saw is composed of a fatty acid based oil or compound which precludes chevron sri-2 as the source of the unk residue. The instruction manual for this handpiece along with the labeling for this product informs the user not to lubricate this handpiece. The customer will be contacted with additional information on care and maintenance of this product.

Event description:
It was reported that during use of this handpiece in a bunionectomy procedure, a black residue resembling oil leaked onto the sterile field. There was no report of serious injury or surgical delay with this event.